Manufacturer narrative:
The patient will not undergo a revision surgery for personal reasons.

Event description:
A complaint of having lots of trouble with the spinal cord stimulator was received. Physician suspects lead fracture and lead migration. A revision surgery has been recommended.